Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was getting hot while in use. There were no delays to the surgical procedure as an identical spare device was available for use. The spare device was used to successfully complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a loose connector body. It was determined that the device showed signs of damaged caused by the sterilization process/ immersion during cleaning, which is failure to follow directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.